Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection found a cracked water tank, front cover and enclosure. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The temperature was successfully calibrated. No problem was found with the temperature; however, the device was old and outdated. No actions taken; device was scrapped.

Event description:
Additional information received indicated that this event occurred before use on patient. No patient was involved.

Event description:
It was reported that there was a faulty temp.